Event description:
Severe regurgitation was observed on echo and the pt had gone into heart failure as a result; therefore, the valve was explanted and replaced with a 29 mm sjm mechanical valve in the tricuspid position. During the explant procedure, pannus around the edges of the valve was debrided. The pt was reported to be doing well postoperatively.